Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips did not close all of the way. The clips appeared to have closed completely when dry-fired in the sterile field, but when placed on the cystic duct they did not close completely. The case was completed with a second er320. The pt was readmitted to a different hosp with a duct leak (5 days after initial laparoscopic cholecystectomy). A stint was placed with an ercp with no re-operation. The hosp stay will be extended 4-5 days according to the surgeon.